Manufacturer narrative:
UDI related data quality updates only. This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, manufacturer name, model number and UDI corrections were required to this MDR in alignment with the gudid. In addition, an expiration date could not be obtained.

Event description:
It was reported that the patient suffered increased pain since she started using the monarch device ((B)(6) 2023). The patient stopped using the device and performed a MRI as advised by her health care provider. The results of the MRI showed a fracture of t7 (seventh thoracic vertebra). The patient received surgery on (B)(6) 2023 and is currently recovering from it. There was no report of device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient suffered increased pain since she started using the monarch device (B)(6) 2023. The patient stopped using the device and performed a MRI as advised by her health care provider. The results of the MRI showed a fracture of t7 (seventh thoracic vertebra). The patient received surgery on (B)(6) 2023 and is currently recovering from it. There was no report of device malfunction. The patient is a 76-year-old female with relevant medical history of bronchiectasis and osteopenia. The patient also reported she only used the device for a couple of weeks, and she increased the device pressure (from 12hz to 14hz) and the duration of the therapy sessions minutes (from 10 to 15 minutes) over the time she used the device. During follow-up with a hillrom clinical support specialist, it was confirmed the reported fracture was not pre-existent. The monarch airway clearance system is intended to provide airway clearance therapy and promote bronchial drainage where external manipulation of the thorax is the physician's choice of treatment. It is indicated for patients having difficulty with secretion clearance, or the presence of atelectasis caused by mucus plugging. The device user manual, in the relative contraindications section, states: according to the american association for respiratory care (aarc) guidelines for postural drainage therapy, the decision to use the unit for airway clearance therapy requires careful consideration and assessment of the individual patient¿s case if the following conditions exist: osteoporosis or osteomyelitis of the ribs. An inspection performed by a hillrom technician noted that the device was functioning as designed, no malfunction was observed. In this event, the reported fracture of t7 sustained by the patient was contributed to the use of the monarch device. The patient required surgical intervention to preclude permanent impairment of body function or permanent damage to a body structure, which concludes that a serious injury occurred. Additionally, there was no report of device malfunction and no malfunction of the device found during inspection. The exact cause of the reported event cannot be determined at this time, and the patient's injury was likely related to the pathophysiology of the patient's above-noted medical condition (osteopenia), however, it cannot be excluded that the monarch device contributed to the event. Based on this information, no further action is required.

Event description:
It was reported that the patient suffered increased pain since she started using the monarch device (B)(6) 2023. The patient stopped using the device and performed a MRI as advised by her health care provider. The results of the MRI showed a fracture of t7 (seventh thoracic vertebra). The patient received surgery on (B)(6) 2023 and is currently recovering from it. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).